Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the recharger antenna had a frayed cord. Caller reports the charger isn't charging the implant. When they start a charge session they see the ins charging screen, but have zero coupling bars. Prior to calling patient had already tried repositioning antenna and turning the dial and this did not resolve the issue. Patient previously had a rechargeable device implanted for one side of the body and a non-rechargeable single channel device for the other side. On (B)(6) 2017, patient had the non-rechargeable single channel device removed and they attached the lead to the rechargeable device, so they are now using the rechargeable device for both sides of the body. Ever since then patient hasn't been able to charge the ins battery up to 100%. No out of box failure was reported. No symptoms were reported. A replacement recharge antenna was sent to the patient. No further complications were reported or anticipated with this event.